Event description:
It was reported, the customer was hospitalized due to high blood glucose. It was also reported, the date was set incorrect in the insulin pump. Troubleshooting was performed except the high pressure test and the insulin pump passed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete.